Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. When the treatment started, the leak was visually observed in the dialyzer housing and in the dialysate. The dialyzer fibers were streaked with blood in the top portion of the dialyzer. No medical intervention was reported. There is no other known ill effect to the pt. No sample is available.